Event description:
A customer reported that during vitrectomy surgery, the system shut down and would not boot up. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. No air leaks were detected. A system message (inlet pressure too low, please adjust inlet pressure to higher than 58 psi) displayed several times during testing. The company representative replaced the fluidics module and the air distribution printed circuited board (pcb) for diagnostic purposes. The software was re-installed. The system was then tested and met all product specifications. The air distribution pcb and fluidics module were returned for evaluation. A visual assessment of the returned sample did not reveal any nonconformity. The returned air distribution pcb was tested with the returned fluidics module. The system was then turned on and booted up with no system message or any nonconformity. Additional testing was performed and the air distribution pcb passed all testing. The returned fluidics module was not further tested, as it is unrelated to the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).